Event description:
It was reported that an anterior tibia plate fractured in two sites post-operatively. Surgeon suspects the fracture occurred shortly after surgery as the patient reported a minor "fumble", although no x-rays were taken at the time.